Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and the blood glucose was high as 543 mg/dl. The insulin pump was under delivering insulin. Customer¿s current blood glucose value was 91 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer treated with an insulin drip and shots. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.